Manufacturer narrative:
If explanted; give date: not applicable, as healon pro is not an implantable device. If explanted; give date: not applicable, as healon pro is not an implantable device. Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the ophthalmic viscosurgical device (ovd), healon pro, had a defective cannula. There was no report of handling/use error. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Returned to manufacturer on: apr 19, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: product was returned to the manufacturing site for evaluation. The complaint sample consisted of an activated syringe with no expellable healon solution in it, a product box, directions for use (dfu), a blister tray, a cannula attached at proximal end of the holder and a plunger rod at its distal end. Visual inspection of the cannula did not reveal dried healon on the outer tip opening or inside the exit path of the hub. Dried healon could block the cannula resulting in the leakage seen in the complaint sample due to excessive force used when trying to expel the solution. Damaged at the bottom of the cannula hub was observed which could have blocked or impaired a smooth flow of the healon solution from the cannula. Despite the damage observed, the opening was not blocked, therefore the cause of the reported issue is inconclusive. Functional testing was performed before and after the cannula was unblocked by heat. It was not possible to expel the healon solution prior to removing the blockage, but after, the healon solution was easily expelled. The identity of the blockage in the cannula was not determined. Conclusion: based on information obtained, there is no evidence that the cannula issue and subsequent leakage is due to a product defect. A blockage in a cannula can be caused by a number of issues but these issues have not been confirmed. As no product defect has been found, then no probable cause has been determined. As a result of the investigation there is no indication of a product quality deficiency; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.